Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for analysis and found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6), product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was probably in the last month when recharging the implanted neurostimulator (ins) the patient had to reposition the recharger 50 times before they could find the spot where it would recharge the ins. Sometimes the screen showed it was recharging but the percentage of the ins battery never went up. The recharger antenna where the cord came out got really hot and sometimes the controller got hot when recharging the ins. The last couple days the patient could only get it to 30% on the ins and earlier today it would not work right. The rep said to call for a new controller. An email was sent to the repair department to replace the recharger. Patient called back and inquired why they didn't receive the package on saturday. Agent reviewed information. Patient also stated they received 2 replacement rechargers. Agent reviewed with patient to send the 2nd recharger and their original recharger back to medtronic. Agent closed case. Pt called in and reported they were sent another recharger. Agent reviewed information and requested that the pt return 3 of the rechargers.